Manufacturer narrative:
This report is submitted on march 13, 2023.

Event description:
Per the clinic, the patient experienced a wound dehiscence, breakdown and infection (date not reported) resulting in exposure of the device. The patient was treated with oral and topical antibiotics (specific date and duration not reported), however, the issue did not resolve. The patient was hospitalized on (B)(6) and (B)(6) 2023, for IV antibiotics administration and the device was explanted on (B)(6) 2023. Re-implantation is planned but has not taken place as of the date of this report.